Event description:
Additional information was received from the patient (pt). Pt called back stating that the stimulation is off. Patient mentioned that they noticed after they charge the ins, the stimulation is off. Agent had pt turned on the stimulation. Agent reviewed that the stimulation may turn off if the battery of the implant has been too low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the machine appears to be working but when they goes to check the ins status it says that stimulation is turned off. Patient stated the ins has shut off on its own for the past 4 months - patient stated they have no clue that the ins is off until they check the ins. Patient stated they believe the ins has been off for a couple of days. Patient verified they do not let the ins go to 0%. Agent walked patient through turning stimulation back on and patient verified they is on group c with a green outline around it. Pss suggested that pt have the ins checked by the hcp / rep regarding turning off by itself.

Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.